Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the tip of the driver broke off in a baseplate. It was not confirmed if the tip was removed from the patient.

Event description:
It was reported that the tip of the driver broke off in a baseplate. The tip was stuck in the baseplate. The surgeon removed the baseplate with an osteotome.

Manufacturer narrative:
Correction: b5, d9/h3, h6 clinical and health impact code, the reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device not returned.